Event description:
It was reported while using unspecified bd standalone needle free connector flow issues occurred. There was no report of patient impact. It was reported that clinician and/or any patients have encountered infusion line issues with the bd standalone needleless connector/needle-free valve. Verbatim: clinician experienced: didn¿t work when a infusion line was attached. When it was excluded the line worked perfectly with it cannula. Didn't work with infusion line.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4 device expiration date: unknown. H.6 investigation summary: no samples were received for investigation of complaint reference pr reported via post market survey. The feedback provided by the customer suggests flow issues were detected during use of the bd needleless connector/needle-free valve. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. In this instance, without the complaint sample or additional information about the exact nature of the defect it is not possible to conclusively link this feedback to a specific failure mode. H.4. Device manufacture date: unknown h3 other text : see h.10.